Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified and severely tortuous right common femoral artery. A 4.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 15 atmospheres for 2 seconds, the balloon ruptured. The device was removed and there were no patient complications nor injuries reported. It was further reported that the procedure was completed with another of the same device.

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the severely calcified and severely tortuous right common femoral artery. A 4.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during third inflation at 15 atmospheres for 2 seconds, the balloon ruptured. The device was removed and there were no patient complications nor injuries reported.